Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a knee scoping procedure while using a 2.7mm mini full rad plus shaver device, it was observed that when the surgeon started using the device a fine mist of metal shavings appeared. It was reported that the surgeon immediately stopped using this shaver and replaced it with a larger shaver in the knee to get out the fine mist of metal shavings which took no more than 5 minutes. It was reported that there was no harm to the patient. All available information has been disclosed. No additional information could be provided.